Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. Customer¿s blood glucose level was 210 mg/dl.